Manufacturer narrative:
Based on the information available, the cause of the reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Multiple requests were made for evaluation and resolution data without a response. Device resolution data is not available. No data to support a conclusion is available. No conclusion can be determined. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device is continuously rebooting and is unusable. There issue was discovered outside of patient use.